Event description:
It was reported that when using the bd pyxis¿ es server, all patients were not crossing over to the station and was in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication from the servers were stopped. A technical support specialist discovered that carefusion coordination engine (cce) services accessed from server were stopping and had been marked as decommissioned in remote support service (rss), resulting in both test and production cce 2012 interfaces being offline. The affected es station displayed an order interface warning, and server checks confirmed the interface was disconnected. Multiple interface-related services were restarted and troubleshooting steps were performed per the knowledge article "medes: interface delayed/down notice". However, the interface services utility deployment failed, and the issue was escalated to the integration engineering support team (iest) queue. Further investigation on the cce server showed high memory usage and repeated unexpected cce service terminations caused by an ntdll.dll crash, a known issue with no permanent fix. A workaround was implemented by configuring the service to automatically restart upon failure. The system functioned as intended after the technical support specialist troubleshot the device.